Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had error alarm on insulin pump. The customer¿s blood glucose level was unknown. Customer was not able to complete rewind. Assisted customer in performing displacement test. Test failed. Advised the insulin pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime test, a 33 test and excessive no delivery test nor verify a35 alarm due to motor error alarms. The device had a bleeding lcd glass.